Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 -6.5/1.5/11 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to refractive surprise. A lens of different power was later implanted and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: 17-feb-2023. H3: device evaluation: the lens was returned in liquid with moisture in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).